Manufacturer narrative:
(B)(4). MFR site: (B)(4). The event reports that the sterile packaging was damaged. This was identified at a zb distribution centre, therefore there was no patient, user, or stakeholder harm. There was no patient involvement. Evaluation of the returned product/photographs provided confirms foreign debris is present inside the sterile packaging, and the sterile packaging remains sealed and blister is damaged. The reported event is confirmed, sterility has been breached. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The condition of the device when it left zimmer biomet is non-conforming to specification due to the foreign debris. The root cause of the foreign debris is the operator not following the work instructions provided. The root cause of the damaged blister can be attributed to transit damage and packaging design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the representative investigated circulated items and identified sterile package damage. No further event information available at the time of this report.